Manufacturer narrative:
(B)(4). The analysis results found that the cdh29 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the firing trigger could not be stroked after the safety was unlocked. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).